Event description:
The following description of the event was documented by a carefusion tech support specialist on (B)(6) 2011, in response to a phone conversation with a carefusion field service rep, who was at the user facility. "The driver tripped the switch and the unit went inop. [Name removed] is on site and reported this to technical support. The customer (rt) is not sure what the cause of death was with the pt. The incident took place on (B)(6) 2011. Settings of event: mean pressure was 29, o2 was 80%, power was at 10, amplitude 103, it 33%, 4.0 htz, bias flow 35 lpm, hours is 333. They ran it over night after event and it ran with no problems, then the unit was sequestered and has been unavailable for eval until now and the report was just now provided." The following add'l info concerning the event was copied from an e-mail attachment received from the user facility on (B)(6) 2011, that was in response to an e-mail sent by carefusion seeking add'l info. "Pt was on an oscillator for mechanical ventilation. Oscillator abruptly stopped and shut off. Attempted to restart oscillator twice and it shut off again both times. Pt transitioned to new oscillator." The following add'l info concerning the event was copied from an e-mail received from the user facility on (B)(6) 2011, that was in response to an e-mail sent by carefusion seeking add'l info. "The pt expired. He was successfully transitioned to another vent after this incident, and his death was not immediate. I'm unable to give you a definitive answer on whether this incident contributed to his death. However, I don't consider this to require a mandatory FDA report. In keeping with our common practices, we are planning to file a voluntary medwatch on this occurrence. The info that I have from those directly involved with the event doesn't identify whether the device alarmed at the time of the occurrence." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the user facility medwatch report received by carefusion from the user facility on (B)(6) 2011. "Pt was on an oscillator for mechanical ventilation. The oscillator abruptly stopped and shut off. Twice it was attempted to restart oscillator and it shut off again both times. The pt was supported medically and transitioned to new oscillating ventilator. At the time of the occurrence, the oscillator was plugged in to a power source with backup."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the device for eval. As of (B)(6) 2011, the device has not been received by carefusion. Once the device has been received and the eval completed, a follow-up medwatch report will be submitted.